Event description:
It was reported that the light sensitive drug set leaked from the part of the set that was inserted into the colleague infusion pump. The leak was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned; however, a retained sample from the same lot was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. The retained sample was gravity tested and used with a pump with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.